Event description:
Patient admitted for right shoulder arthroscopy, repair of bankart lesion and labral tear. The tip of the linvatec spectrum suture passing hook broke off when it was in the shoulder. It took 15 minutes to locate and retrieve the tip from the patient with no harm to the patient. Another instrument was used to complete the procedure.======================manufacturer response for suture hook 45 degree right, spectrum ii suture hook, 45 degree right,limited reuse (per site reporter).======================letter dated (B)(6) 2011 stated okay to reuse 5 times. Hospital staff reported device reused x20. Manufacturer did not send return kit which has delayed return.